Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2008. There were no complications during the procedure. According to the complainant, the patient experienced pain, a persistent vaginal discharge, and dyspareunia post procedure. The exact nature and date of onset for each are unknown. It was reported that the patient had revision surgeries, but the details of those surgeries are also unknown. All other information is unknown and reportedly unavailable.